Event description:
Pt was receiving morphine for pain control after surgery (ob/gyn) with pt controlled analgesia infusion device. Rn taking care of pt. Nurse changed syringe for pca pump and reprogrammed device with incorrect mg/ml (concentration). Facility uses 5mg/ml; pump has 1mg/ml as first default screen. Pt had respiratory distress - moved to ICU. Pt received respiration treatment and naloxone IV 0.2mg x 1, o2 saturation monitoring, vital sign monitoring. Pt discharged from hosp 2 days later with no other problems. Hosp has 8 pca devices mfg by abbott. They are all model 4100 - lifecare pca plus ii models; however, the software in each varies according to the date originally purchased. All eight pumps have an alternative programming option which would eliminate the selection of drug and concentration and instead require a programming opiton of mg/ml or mcg/ml.